Event description:
Complainant alleged that during routine testing, the user was unable to select the device's energy level or to charge the defibrillator. There was no pt involvement during the reported malfunction.